Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). Additional emdr was submitted to represent the bard/davol ventrio mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol ventrio patches on (B)(6) 2014 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol ventrio patches on (B)(6) 2014 and (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated symptomatic incisional hernia thereby underwent open repair with the implant of ventrio hernia patch (device #1). Per op notes, "a ventrio hernia patch (device #1) was placed into the abdominal wall using prolene sutures." (B)(6) 2016 - patient was diagnosed with recurrent left flank incisional hernia, chronic left flank pain thereby underwent laparoscopic repair with the implant of ventrio hernia patch (device# 2). Per op notes, "found the previously placed mesh (device #1). A ventrio hernia patch (device #2) was placed intra-abdominally."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). Additional emdr was submitted to represent the bard/davol ventrio mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ ventrio mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol - ventrio mesh (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.